Event description:
It was reported that an individual using an ilet pump with a dexcom g7 experienced sustained hyperglycemia, with a highest cgm reading of 394 mg/dl for approximately two hours; the user had recently performed a factory reset and reported a delay in entering body weight, which could have delayed insulin dosing, and the user does not announce meals due to dementia, relying on automated corrections. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a device component, and the medical device problem could not be characterized due to limited details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.